Manufacturer narrative:
The investigation conducted by isi field service engineering found system error code 31030, system error code 31065, and system error code 23 in the system error log. Engineering concluded that these system error codes were associated with a patient side manipulator (psm) remote arm controller (rac); however, the system error code was not reproducable. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The rac consists of five printed circuit assembly boards (pca) which operate together to provide control of the system arms. The engineer reconfigured multiple psm and rac locations; however, the system error code 23 was not reproducable. Additionally, the engineer noticed that the patient side cart (psc) emergency power off (epo) breaker has been pressed, likely causing the system error codes 31030 and 31065. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23 is reported by the software to denote communication faults in the low voltage differential signal carrying information about the psm. System error code 31030 is reported when the system fails to restart due to the patient side cart not being reset when the other system console has been reset. System error code 31065 is reported when the subsystem was connected after the system was turned on. It is believed that the site tried to restart the system multiple times causing system error codes 31030 and 31065. In the event of these communication issues, the system records the fault and transitions to a safe state. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the site experienced system error 31030. The patient was under anesthesia when the site decided to abort the planned procedure and reschedule for another date. No patient harm, adverse outcome or injury was reported.